Manufacturer narrative:
Maquet received the scope on 8/18/09. The visual inspection showed that the optic was compromised and scratches showed on tube shaft. Maquet shipped the scope to our (B) (4), on 8/21/09. A supplemental report will be submitted when the (B) (4) investigation has been completed and maquet receives the failure analysis. (B) (4).

Event description:
Maquet cardiopulmonary (B) (4) reported that the scope ocular shows a haze of the lense. The failure was found before use. There was no injury or death reported. There was no any person claimed to be endangered. Device was not being used to treat the pt. (B) (4).